Event description:
Reporter stated the device gave only three good weeks of service. After this, reporter started experiencing electrical shocks from the device. Reporter stated that the shocks were really bad and were painful.